Event description:
I've had a high product failure rate with the dexcom g7 cgm. It's become a great inconvenience to use the product. I've quit using my insulin pump because of these failures. I have many cases of failed sensors over the course of a year in hopes that dexcom will request a product return but no such luck.